Event description:
The customer reported that the system would not boot. An alternate unit was used to complete the procedures.

Manufacturer narrative:
The ge service rep reset cmos settings and re-loaded software. System now boots fully and images properly. Informed customer that battery on cpu should be replaced to prevent this from happening in the future. Customer will perform this service action.